Event description:
It was reported that during a cholecystectomy procedure, the clips were not formed and ejected at the second and the third firings. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips and then it locked out as intended. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.